Event description:
It was reported that impedance readings were<(><<)>250 ohms. The lead was initially isolated and all impedances were within normal range. The implantable neurostimulator and extension were replaced, but the system continued to show low impedance. Further examination of the lead revealed that there might be a kink in the lead. It was elected to not replace the lead at that time but refer the patient for reprogramming, with replacement of the lead at a later time if necessary. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Ins model unknown, serial #unknown, implanted: unknown, explanted: unknown, extension model 748295, serial #(B)(4), implanted: 2006-(B)(6), explanted: unknown, extension model 748295, serial #(B)(4), implanted: 2006-(B)(6), explanted: unknown, extension model unknown, serial #unknown, implanted: unknown, explanted: unknown, transmitter model 7436, serial #(B)(4), lead model 3389s-40, serial #(B)(4), implanted: 2006-(B)(6), explanted: unknown, lead model 3389s-40, serial #(B)(4), implanted: 2006-(B)(6), explanted: unknown.